Event description:
It was reported that the patient this neurostimulator (ins) had surgery to explant their ins and tined lead. The patient reported they had the device removed about three months ago but could not remember the exact date and did not disclose the reason for the explant. They are doing well post-explant. Additionally, the local care team tried to reach out to the patient to figure out why the explant occurred, but the patient has not responded.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: block d10: model number/catalog number: 1201, serial number: (B)(6), batch/lot number: al1n142151 model/catalog description: tined lead, unique identifier (UDI) #: (B)(4).